Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer stated that the insulin pump button was unresponsive even after battery change. No significant events leading to keypad anomaly were observed. The customer was advised that the insulin pump is will be replaced and is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. The keypad connector on electrical board was locked properly during visual inspection.